Event description:
Adverse event: gr. 3, bronchopulmonary hemorrhage. Pt. Was mugged and subsequently stabbed in the upper back on the morning of (B)(6) 2016. Pt became short of breath shortly afterward, and transported himself to (B)(6). Radiologic assessment showed that the pt had a hemothorax, and a chest tube was placed in the ER, which resolved the patient's symptoms. No further bleeding from the tube was noted, and the patient was admitted for observation. The chest tube was removed the next day ((B)(6) 2016), and the patient was observed for another 24 hours before being discharged on (B)(6) 2016 with pain medication and a follow up appointment with his pcp 1 month post-discharge. Pt now has complete resolution of symptoms. Pt was randomized to treatment with electrocautery. Pt has had multiple ec's, the last being on (B)(6) 2016. Date of use: start date of first course: (B)(6) 2015. Start date of course associated with expediated report: (B)(6) 2016. Start date of primary ae: (B)(6) 2016. End date of primary ae: (B)(6) 2016. Course number on which event(s) occurred: 3. Total number of courses to date: 3.